Event description:
Spoke to dental office staff member. She said that they have 6 open syringes lot 010103. She stated that they have had the uncontrolled extrusion for some time and that the dentist does not extrude in the patients mouth for this reason. She said that they had been considering switching to gd liquid for this reason.

Manufacturer narrative:
As allowed by exemption# (B)(4),(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The device has not been returned by the customer. Pickup was cancelled by customer. On (B)(6) 2014 - device evaluation from same lot.

Event description:
Spoke to dental office staff member. She said that they have 6 open syringes lot 010103. She stated that they have had the uncontrolled extrusion for some time and that the dentist does not extrude in the patient's mouth for this reason. She said that they had been considering switching to gd liquid for this reason.

Manufacturer narrative:
As allowed by exemption# (B)(4). (B)(6) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method and conclusion - the device has not been returned by the customer. Pickup was cancelled by customer. Results and conclusion - evaluation of malfunction root cause in progress. Device not yet returned.